Event description:
It was reported that the implantable neurostimulator was effective until the lead broke in 2005. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was replaced in 2005 due to the broken lead.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type lead; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type extension. (B)(4).